Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions). A getinge field service engineer evaluated unit showed power up test failed #10. Found that executive processor board was out dated. Helium transducer not calibrated. Replaced executive processor board. Cardiosave iabp pm services completed. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.the failure analysis and testing department received the following part associated with this complaint pcba executive processor board .this part was received with a reported unit failure message of unit showed power up test fail code# 10. Performed visual inspection of this part received and part looks to be in good condition, however the fat dept. Observed the real time clock nvram ic on the executive processor board has been expired due to 8 years replacement time. Due to nvram ic expired the fat can not be investigated further this board. Retaining this board in the fat dept. As . Due to old part revision this board will not sending back to supplier for investigation. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a power up test failure #10. There was no patient involvement.